Manufacturer narrative:
The ge rep performed an on site investigation. The hard drive was replaced. The system was then found to be operating as intended.

Event description:
The customer reported, the system was down and would not perform fluoroscopy xray. No report of pt injury.